Event description:
Surgeon was using cautery hook in shoulder capsule when it snapped off. Surgeon brought in carm and searched for 4 hours trying to remove. Surgeon was unable to retrieve small metal hook from shoulder capsule. Patient will need to have second surgery to remove piece. Dates of use: (B) (6) 2010. Diagnosis or reason for use: left shoulder arthroscopy.

Manufacturer narrative:
(B)(4). (B)(4). Added additional information the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure the teflon pad fell off of the device onto the drape. They used a second device to complete the procedure. There was no consequence reported to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.